Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the glass cap is fractured proximal to the uv glue zone; the fiber is blackened and melted at the location of fracture; the heat shrink tubing is melted at the location of fracture; distal part of heat shrink tubing is detached and not returned. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph procedure @1200 joules and 5 minutes; "fiber damaged at tip" was noted. The fiber tip was cleaned during the procedure was reported. The case was completed using second fiber@1700 joules. Patient outcome: "no injury" to the patient was reported.